Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Complaint sample was evaluated and the reported event was confirmed. Failure mode was that of damaged product. Inspection of the device showed the flexible driver shows that it is bent/damaged. The returned jig, nail, and jig bolt identified that they were returned assembled. The driver was used to try to disengage the jig bolt; however, the attempt was unsuccessful. A solid hex driver was used to try to disengage the jig bolt; however, the attempt was unsuccessful. DHR could not be reviewed as lot number remains unknown. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There is no evidence to show the returned devices were nonconforming when they left zimmer biomet control. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Date of event ¿ ni , expiration date ¿ ni , initial reporter ¿ ni , manufacture date ¿ ni. This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2016-04989 - 04991).

Event description:
During a left hip fracture repair procedure while attempting to remove the jig, the surgeon was unable to unscrew the bolt and the driver bent causing the need to remove the distal and lag screws as well as the hip fracture nail from the patient. This caused a delay of fifty minutes.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the issue reported was not caused by the flexible jig bolt driver per the product evaluation by the engineer.